Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was hospitalized due to high and low blood glucose. Customer was also hospitalized for low blood glucose in 2016 with blood glucose value was 33mg/dl and had orange juice. Customer states they did not receive a low battery alert prior to the off no power alert and had prime anomaly. The customer blood glucose level was 500 mg/dl at the time of incident and the current blood glucose of the patient is 379 mg/dl, 376mg/dl, 360mg/dl, 363mg/dl. Customer treated with insulin pump and manual injection. The product will be returned for analysis.